Event description:
It was reported by the rep that the device was used during a laparoscopic colon resection. On the 1st firing of the device with a blue reload, the jaws of the device were stuck closed. The device could not be opened to place on the colon. Another device was used to complete the case.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.